Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4), patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2023, a 28mm rigid saddle ring was successfully implanted. It was then reported on (B)(6) 2023, the patient was admitted to the hospital for symptomatic atrial fibrillation confirmed via electrocardiogram. A cardioversion procedure was performed on (B)(6) 2023 and patient returned to sinus rhythm. The patient status was reported discharged on (B)(6) 2023.